Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 60, blood glucose reading 180 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. No additional information was provided.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.